Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting of an unrelated alarm, it was reported that air was observed in the patient line of the cassette. The event occurred during the initial drain on the homechoice. There was nothing unusual found during troubleshooting that would cause or contribute to the event. The technical service representative assisted the patient to end therapy and advised to start over with new supplies. No patient injury or medical intervention was reported as a result of this event. No additional information is available.